Event description:
During routine testing, the user found that the delivered energy at the 200j and 360j setting was low. There was no pt involved. Analysis of the unit disclosed a shorted diode (cr12) on assembly 590234. The cause of the diode becoming shorted could not be determined. The event is not occurring more frequently or with greater severity than is usual for the device.